Manufacturer narrative:
Clinical review: the patient¿s liberty select cycler is disassociated from the event. There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) and/or product(s) occurred. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) emergently discontinued ccpd therapy to go to the hospital due to an unspecified medical issue. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room (ER) on (B)(6) 2022 with complaints of weakness, dizziness, and lethargy. Initial hematological studies identified the patient¿s hematocrit and hemoglobin were low (values not available). Therefore, the patient was admitted and transfused with 2 units of packed red blood cells. The patient was scheduled for discharge on (B)(6) 2022, however it was postponed as the patient¿s symptoms persisted regardless of the transfusion. The pdrn reported the patient¿s internal medicine (hospital) physician decided to run a series of tests (specifics not provided) to determine the etiology of the adverse events. Despite the adverse events presenting during ccpd therapy, the pdrn reported the adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo ccpd while hospitalized and will reportedly resume using the same liberty select cycler following discharge. Based on the available information, the patient¿s liberty select cycler is disassociated from the event. There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) and/or product(s).

Event description:
A patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) emergently discontinued ccpd therapy to go to the hospital due to an unspecified medical issue. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room (ER) on (B)(6) 2022 with complaints of weakness, dizziness, and lethargy. Initial hematological studies identified the patient¿s hematocrit and hemoglobin were low (values not available). Therefore, the patient was admitted and transfused with 2 units of packed red blood cells. The patient was scheduled for discharge on (B)(6) 2022, however it was postponed as the patient¿s symptoms persisted regardless of the transfusion. The pdrn reported the patient¿s internal medicine (hospital) physician decided to run a series of tests (specifics not provided) to determine the etiology of the adverse events. Despite the adverse events presenting during ccpd therapy, the pdrn reported the adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient continues to undergo ccpd while hospitalized and will reportedly resume using the same liberty select cycler following discharge. Based on the available information, the patient¿s liberty select cycler is disassociated from the event. There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) and/or product(s).

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.